Event description:
It was reported by the customer that on (B)(6) 2010 the fiber tip burned at the tip at 17,426 joules. No patient injury was reported. The failure analysis report is pending from an american medical systems quality engineer.